Event description:
A patient reported that their pump was experiencing battery malfunctions, displaying 50% battery life before suddenly dropping to 0% until connected to a charger. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional actions were reported.